Event description:
A hospital in japan reported to our distributor that during use, the hospital staff tried to open the water trap of an rt125 infant bias flow breathing circuit to dispose of the water inside. They reported they were unable to open the water trap. No patient consequence was reported.

Manufacturer narrative:
Method: a mechanical test was done on the returned device by attempting to manually remove the water trap bowl. Results: the water bowl could not be removed by hand, as should normally happen when the operator needs to drain the condensate from the water trap. Conclusion: the water trap bowl is held in place by a tapered fit. Should the bowl be pushed into the tapered connection too hard it will become difficult to remove. This is common to all tapered connections. It had been either assembled during production or reassembled during use too tightly. This complaint is an unusual event. Our monitoring and trending for this type of event shows a rate of occurrence of 0.0006%.